Event description:
It is reported the screw broke during insertion. A portion of the screw remains in the patient.

Manufacturer narrative:
Information was received form a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.